Event description:
It was reported by the customer through emergency support program that the cardiosave intra aortic ballon pump had auto r wave deflate and timing related alarms occurred during use. Nurse called for review of an auto r wave deflate notification on the cardiosave during use. When asked whether any additional alarms have been present recently, nurse stated that a gas loss alarm, augmentation below set limit alarm have also occurred. She requests review of possible reasons for all alarms. Nurse states she has verified no blood in the helium tubing and that all connections are secure. Nurse states that the patient is intubated and on a peep of 10, on many medication drips, and that the pump is currently providing therapy. Esp personal review possible clinical scenarios that could cause the alarms and walk her through use of the iab fill and start keys to restart therapy should a gas loss alarm occur again. Upon completion of the review and troubleshooting, an unable to update timing alarm sounds. She states the patient has a fiber optic catheter in place and it is being transduced. She states the fo ap is the current source of ap on cardiosave. Esp personnel have her recalibrate the fiberoptic sensor, however, this does not improve ap quality. Esp personnel had her take pictures of the cardiosave and send them to me to verify therapy timing and to review all waveforms. After reviewing images, esp personnel have her aspirate and flush the inner lumen with the pump on standby for 15 seconds. After flushing the inner lumen, the ap waveform becomes clearer, and the waveform becomes distinct to eliminate the unable to update timing message. Esp personnel remind nurse to perform frequent flushing of the inner lumen per hospital protocol, and to ensure an xray is reviewed for proper placement of the iab. Esp personnel also reinforce that she should always ensure there is no blood or discoloration in the helium extender tubing prior to resuming therapy. Nurse thanks esp person for the assistance and provides with complaint information. No harm or injury to the patient was reported.

Manufacturer narrative:
The customer reported through the emergency support program that, during use, the cardiosave intra aortic balloon pump displayed an auto r wave deflate notification. Patient involvement was reported, and no injury or harm occurred. When emergency support program personnel inquired about additional alarms, the customer stated that a gas loss alarm and an augmentation below set limit alarm had also occurred. The customer confirmed that there was no blood in the helium tubing and that all connections were secure. The patient was intubated, on a peep of 10, receiving multiple medication infusions, and the pump was actively delivering therapy. Emergency support program personnel reviewed potential clinical causes for the alarms and provided guidance on using the iab fill and start keys to restart therapy if another gas loss alarm occurred. During troubleshooting, an unable to update timing alarm appeared. The customer reported that a fiber optic catheter was in place, actively transduced, and serving as the arterial pressure waveform source for the cardiosave system. Emergency support program personnel instructed the customer to recalibrate the fiber optic sensor, however, arterial pressure waveform quality did not improve. Images of the cardiosave screen were obtained to confirm timing and evaluate the waveforms. After reviewing the images, personnel instructed the customer to place the pump in standby and aspirate and flush the inner lumen for 15 seconds. Following the flush, the arterial pressure waveform improved significantly, becoming clear and well defined, which resolved the unable to update timing alarm. Emergency support program personnel reminded the customer to continue frequent flushing of the inner lumen per hospital protocol, to review x ray imaging for proper intra aortic balloon positioning, and to confirm the absence of blood or discoloration in the helium extender tubing before resuming therapy.